Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer tested 120 mg/dl on the mobile system and went to take a shower. An unknown amount of time passed, and the customer was unconscious. His wife tested him on the mobile system and obtained a result of 80 mg/dl. The customer's wife treated him with dextrose and called an ambulance. Within 10 minutes the ambulance arrived, and the customer tested 37 mg/dl on the professional system. He was treated with a glucose infusion and was taken to the hospital. The customer's condition improved. Requested return of suspect device and replacement was sent.